Manufacturer narrative:
Device data were reviewed and confirmed expected performance. No device malfunction or abnormal behavior was identified.

Event description:
Following perfusion and transplant, the donor liver developed primary non-function (pnf) with enzymes reaching 25,000 u/l. The patient underwent re-transplantation and recovered post-procedure.